Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 4.00 x 16mm synergy¿ drug-eluting stent (des) was advanced but failed to cross due to calcification. After several attempts, it was noted that the distal side of the stent strut was damaged. A 4.0 x 12mm synergy¿ des was used and successfully completed the procedure. No patient complications nor injuries were reported.